Manufacturer narrative:
The reported results fall below the 10 ng/ml measuring range of the assay. At this level, the system cannot reliably distinguish the analyte from zero. The analyzer is working according to its technical specifications. No hardware or reagent issues were identified. The investigation did not identify a product issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ferritin gen. 2 on a cobas integra 400 plus. The customer states the assay has inconsistent behavior at low concentration values (below 10 ug/l). The first sample initially resulted in a ferritin value of 4.36 ng/ml when tested from the primary tube. An aliquot of the sample resulted in a ferritin value of 10.1 ng/ml. The primary tube was repeated, resulting in a value of < 0.0 ng/ml with a data flag. The second sample resulted in the following values: < 0.0 ng/ml with a data flag, 0.2 ng/ml, 1.2 ng/ml, < 0.0 ng/ml with a data flag, < 0.0 ng/ml with a data flag, 1.8 ng/ml, and 3.1 ng/ml.

Manufacturer narrative:
The serial number of the integra 400 plus analyzer is (B)(6). The investigation is ongoing.